Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow up. Upon interrogation, the pulse generator was in back up vvi mode due to battery depletion. The device was explanted and replaced. There were no adverse consequences to the patient during and after the procedure.

Manufacturer narrative:
The reported field complaint of backup operation was confirmed. Device was received in backup operation. Analysis of the backup status report determined backup occurred due to a checksum error while the device was implanted. No information regarding electromagnetic interference was available at the time of analysis, and the checksum error could not be reproduced. Further testing found the device battery is still above elective replacement battery levels. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.